Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.

Event description:
A medtronic rep reported that the surgeon felt inaccurate during a spine case. The 3d spin transferred from the o-arm, however, the surgeon had to look at the trajectory views to see the images. The orthogonal views showed the cad model of the instruments but not the images. The surgeon felt 1 cm inaccurate but proceeded with the case using the stealthstation. A post-op spin was taken, confirming the screw placement was correct. There was no impact to the pt.